Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The was evaluated and control panel pcb and technique processor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.